Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the adjustment collar on the quick coupling for k-wire device was stuck. During in-house service and repair, it was determined that the quick coupling device pin was pushed inward stopping the collar from moving and there were metal shavings inside the device. It was further determined that the device failed pretest for check gripping power and function, check for untrue running, check clamping range and check self-holding. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.